Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the filter clotted at the beginning of a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No other details were available. No medical intervention was required.

Manufacturer narrative:
The disposable cartridge was not returned to nxstage as requested. The exact cause of the reported filter clotting cannot be determined. The user's guide states that the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops and when no anticoagulation is used. Give and monitor anticoagulants as your center instructions. Failure to respond to clotting may expose the blood circuit and filter to sustained high pressures leading to a possible filter blood leak or hemolysis. The risk is highest in long hemodialysis treatments, especially when no anticoagulation is used. Always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor the filter closely for any evidence of a leak. There have been no similar problems reported subsequent to this event. Nxstage will continue to monitor as part of the routine complaint process. Nxstage medical considers this report closed. No additional information will be provided.